Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device package revealed that it was sealed and condensation was noticed in the package. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all shavers in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. Product surveillance will continue to monitor complaints of this type for adverse trends.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be filed once the investigation is complete.

Event description:
It was reported, "there was condensation inside of the sealed package." There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported, "there was condensation inside of the sealed package." There was no patient involvement and no adverse consequences associated with this event.